Manufacturer narrative:
(B)(4).

Event description:
Procedure type: partial gastrectomy. According to the reporter: on the 3rd firing, after about 1cm firing, the handle stopped. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. No bleeding was reported. Nothing fell into the patient cavity. The surgery was not extended more than 30 minutes.